Event description:
Per the independent repair center, the customer alleged problem is not stated. The key failure is the valve is alarming and shutting down. Additional malfunction is the power switch has no alarm.